Manufacturer narrative:
Off label use: pipeline flex instructions for use indicated that pipeline flex is contraindicated in patients who have not received dual antiplatelet agents prior to the procedure. In this event, the patient received some dual antiplatelet therapy; however it was not sufficient given the emergency procedure. The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a recently ruptured left internal carotid artery (ica) aneurysm, the physician reported that a pipeline flex would not open due to tortuous anatomy. The aneurysm ruptured two days prior to the procedure. The patient received some dual antiplatelet therapy; however it was not sufficient given the emergency procedure. The patient anatomy was tortuous. It was reported that the pipeline would not open in the middle part. The patient experienced acute stroke during the procedure. The clot was retrieved with a solitaire 6x30 device. After the clot removal, the physician open the pipeline flex using the microcatheter. The pipeline was finally opened fully. The patient died two weeks post procedure from the aneurysm rupture.